Event description:
It was reported that pump touchscreen was cracked and shattered, with damage under screen protector, which made display illegible and touchscreen unresponsive so customer could not interact with pump. There was no adverse impact to the customer's blood glucose level. Customer was informed that pump needed replacement, a replacement pump was arranged within warranty, backup therapy was ensured through replacement pump, technical support confirmed shipping address, provided storage mode instructions for transport, and instructed customer to return problematic pump to tandem using supplied return materials.